Manufacturer narrative:
(B)(4). The returned complaint device passed visual inspection and photos were taken. A "call tech support" error message was displayed on the receiver screen. In addition, the port door was missing. This complaint was deemed reportable upon completion of device evaluation on (B)(6) 2015. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report he experienced a receiver screen display malfunction on (B)(6) 2014. Patient did not report any injury or medical intervention.